Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number: 3108236. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that while using the tubing clamp was defective. The following was translated from chinese to english: at 08:30 on (B)(6) 2023, the indwelling needle was checked before venipuncture and it was found that the sealing clamp of the intravenous indwelling needle was not closed, which increased the burden on the nurse. After the discovery, the closed intravenous indwelling needle was immediately replaced, without causing harm to the patient.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the the tubing clamp was defective. The following was translated from chinese to english: at 08:30 on (B)(6) 2023, the indwelling needle was checked before venipuncture and it was found that the sealing clamp of the intravenous indwelling needle was not closed, which increased the burden on the nurse. After the discovery, the closed intravenous indwelling needle was immediately replaced, without causing harm to the patient.